Event description:
Pt came to cv imaging department for implant of permanent pacemaker-biotronik, (B)(4) on (B)(6)-2011. Pt returned on (B)(6)-2011 for explant and replacement of generator after device interrogation-biotronik, (B)(4).